Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site due to weight loss. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced. It was noted the physician elected the replace the ipg with a more advanced model.